Event description:
Rptr operates in a high volume lasik center and has dealt with dlk. The center has identified 3 causes of dlk which were reported to the respective mfrs of the supplies or devices. A year later, rptr detected contamination of their oasis microkeratome blades. Rptr also believes that there are other sources of contamination which result in dlk.